Event description:
The facility's biomedical engineer reported a 500 failure code. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of paitent, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any paitent incident involving the pump since the last baxter service event.